Event description:
A customer reported experiencing an error with their continuous glucose monitor (cgm). Technical support provided a complete pump reset guide and assisted the customer through the process. Following the reset, the error did not occur again, and the customer was able to successfully start their sensor session. There was no reported impact on the customer's blood glucose level.